Event description:
Device malfunction: device #3 suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the needle came out without the suture attached. The suture was caught within the flex sheath. A second and third device were used with the same results. Hemostasis was achieved with conventional surgery. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
Device #1: lot #71001-6h, is being filed under medwatch MFR #2953144-2009-00677. Device #2: lot #71001-6h, is being filed under medwatch MFR #2953144-2009-00678. The device is expected to be returned. It has not yet been received.